Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed, as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to any service performed on the device during the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming empty earlier than expected. The pump was reviewed and showed a total given of 98.7 ml since 17-feb-2026. The medication label confirmed 5fu(5-fluorouracil), total volume 100 ml, set for continuous infusion over 120 hours (5 days). The event occurred during infusion, with patient involvement and no harm. It took place at the patient¿s home, and the device was operated by a healthcare professional.